Event description:
Customer alleged that one of the siderails on the versacare will not latch. She said there was not a patient in bed and no injuries occurred. She has latch kit and just needs it installed as part of the mod 380. Tsr installed the versacare siderail inline spring kit (part number 140865) and the siderails functioned properly.